Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-602; lot# bio3ua. Tri ts baseplate size 6; cat# 5521-b-600; lot# dbh9la. Triathlon symmetric x3 patella; cat# 5550-g-360; lot# hydj. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to suspected infection. A 6x9 ps poly was swapped. Rep provided pre-revision x-rays and implant sheets for primary and revision, and reported that no further information is available.